Event description:
Customer reported the patient had water leakage during the PICC infusion process, and the normal saline was flushed into the tube, and there was water jet at the upper end of the connection port, and intravenous infusion could not be performed. Give peripheral needle infusion and inform the PICC specialist nurse to protect the PICC pipeline under aseptic operation. On july 8, ask the PICC specialist nurse to cut the leaking section under aseptic operation and replace the joint before smooth use. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.